Event description:
The surgeon implanted a aq2017v 3 piece silicone lens. The surgical technician stated that there was posterior capsular tear and it was unknown if it was due to the iol. The lens was cut to pieces to remove from the eye. A vitrectomy was performed. The facility stated that the incision was enlarged to implant the sulcus lens. A suture was required to close the wound. The patient's pre-op best corrected visual acuity was 20/30. Post-op uncorrected visual acuity is 20/count fingers. The injector and cartridge model and lot numbers were not specified by the facility.